Event description:
Noticed the safety seal was coming out in pieces during lumbar lamenectomy. Changed units and finished the case. Afterward, they did a test and autoclaved a safety seal in a motor and autoclaved it. The safety seal looked like it had dissolved or come apart. Customer has 2 unopened boxes on the shelf and 10 safety seals in a bin, lot number unidentifiable as the boxes were discarded. Lot number for the two boxes are: 5772 and 5501. On follow up coversation they said that during surgery they noticed some fuzz coming out of the holes in the attachment. When attachment was removed, the ss looked all chewed up. They believe that some of the unidentified product was part of the ss recall product.